Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control for a new charge-pak for their device. It was mentioned that the device did not have an ok icon and powered off during the first voice prompt. During device evaluation, physio-control observed that the device had all three icons (charge-pak, attention, and service wrench) in its readiness display and could not be powered on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was determined that the cause of the reported issue was due to a capacitor, designator c76 on the digital pcb assembly, having shorted and burned.  A replacement device was provided to the customer under warranty.